Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon could not insert the articular surface properly. The surgery was completed with another articular surface of the same size.